Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.

Event description:
Invalid result(s). Customer stated "purchase two the first one worked fine. The second one didn't work at all. Didn't give me a reading at all !!!even following the same directions".